Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wires in the inspiratory and expiratory tubes of the returned rt340 adult dual- heated evaqua breathing circuit was tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: an electrical resistance testing showed that the inspiratory heater wire was open circuit. Continuity testing showed that the open circuit in the inspiratory heater wire was located in the connection between the heater wire and the heater wire pin inside the overmoulded plug. No fault was found with the heater wire in the expiratory tube. A lot check revealed no other complaints of this nature for lot number 110413. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that when an rt340 adult dual-heated evaqua breathing circuit was connected to an mr850 respiratory humidifier, the humidifier "did not indicate the temperature". This was noticed before use on a patient. No patient consequence was reported.